Event description:
The customer called philips to obtain part information for a capacitor. The customer stated the device wasn¿t able to pass the defib test (red x and chirp alert). There was no reported patient involvement/adverse patient impact.